Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was identified. The cylinder and pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and tested for leaks. Visual inspection revealed that cylinder 1 had wear at a fold in the middle of its body with a hole consistent with explant damage. Due to the hole identified, cylinder 1 did not pass the leak test. No damage or abnormalities were noted in cylinder 2, no leaks were identified. The pump was visually inspected, leak and functionally tested. During visual examination, it was noted that the pump tubing was cut down to the pump block and not returned for analysis. No leaks were identified in the pump; however, the component did not pass the functional test. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observations; consequently, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was identified. The cylinder and pump were removed and replaced. There were no patient complications.